Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations in the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation. The bending section cover adhesive was missing. The objective lens adhesive was cloudy. Due to handling, the adhesive part of the lighting lens had come off. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The drain function was degraded. Water tightness was not maintained due to wear of the up/down knob. The insertion tube was discolored due to handling (insufficient cleaning. The tip cover was crushed due to an external factor. Switch one (1) was worn out. The grip had been cut. The forceps plug cap had been scraped off due to external factors. Wrinkles were observed in the universal cord due to external factors. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, it was noted foreign material was exiting the nozzle on the evis lucera elite gastrointestinal videoscope due to insufficient cleaning. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.